Event description:
Reportedly this pump was in use for pca therapy when the pts wife was found pressing the pt control button. The pt was reported to the nurse as being very sleepy. The nurse assessed the pt, whom appeared to be unresponsive, & narcan was given to the pt. Nothing unusual was found at this time with the pump. The pt returned to pre-event status & has been dischraged from the hospital without sequela.